Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent pelvic relaxation, recurrent cystourethrocele, recurrent stress urinary incontinence, and small rectocele. It was reported that after implant, the patient experienced recurrence, atrophic ovaries, and vaginal apex without support. Post-operative patient treatment included additional surgery.